Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. Predilatation was performed with a 10/3.00 flextome¿ cutting balloon¿ catheter. At nominal burst pressure, the balloon ruptured. Indentation was not removed completely, so the lesion was treated by ablation. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).